Event description:
It was reported that the lead and device were removed due to infection and endocarditis. The device and lead were not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found. (B)(4) the full lead in segments was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on all conductors (not obstructed), in the defibrillation conductor (not obstructed), and in/on the helix mechanism. It was not possible to determine how the blood had entered the superior vena cava leg of the lead. It was noted that the defib conductor was distorted, the outer insulation was breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage.